Event description:
The customer reported via phone call that the insulin pump had frequent battery changes. It was also found condensation was present inside the insulin pump's screen. The customer also reported the act and up buttons were sticking. It was also reported the insulin pump was slow to rewind and there was physical damage present. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.